Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint is not known; the sample has not been returned for investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that during two separate ophthalmic procedures, a leak was noticed between the cassette and the console. The products were replaced in each case and the procedures were completed without harm to the patients. Additional information and the product samples were requested.

Manufacturer narrative:
The used returned sample was visually inspected and surgical residue was found in the aspiration and irrigation chambers of the cassette. Only the cassette and drain bag were returned. Used lab stock components to replace missing items and continue testing. It is important to remind the customer to return all products associated with the event for a full evaluation. A full internal cassette pressure test was performed and no leakage was detected. The sample was then tested on a console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. No leakage was observed during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
(B)(4).